Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced issues with the ion selective electrode (ise) module for several days and received questionable low sodium results for numerous patient samples on (B)(6) 2012. The patient samples were repeated on another cobas c501 analyzer at the site and those results were believed to be correct. Of the data provided for five patient samples, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result was 130 mmol/l and was reported outside the laboratory. The sample was repeated and the result was 136 mmol/l. The result was not corrected as the customer considered the result to be "close enough". No patients were adversely affected. The sodium electrode lot number was s61 with an expiration date of 09/30/2013. The field service representative determined, there was a fluidics failure of the sample system and the ise sipper syringe seals were deteriorated. He replaced the ise sipper syringe seals. To verify the analyzer operation, he ran ise checks prior to repair and post repair to compare the results. He calibrated the ise and ran a 10 specimen precision check to verify all results were within the system specifications.